Event description:
It was reported that the centrimag console showed rotation per minute (rpm) but the area that normally displays flow showed. If the flow probe was attached to the loop correctly and was facing the right direction was confirmed. The flow probe was removed and another one was inserted but the same issue occurred. The console was turned off and turned back on and it started to work as expected. The customer was to ship it for evaluation and potential repair as they did not feel comfortable using it clinically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the flow showing as dashes on the console was able to be confirmed via review of the downloaded log file; however, abnormal events were not able to be reproduced during product testing. The centrimag 2nd generation primary console (serial number: (B)(6) and flow probe (serial number: (B)(6) were returned for analysis, and a log file was downloaded from the console for review. The reported event date of 20mar2025 was reviewed. The system was observed to be power cycled several times and the pump speed was altered several times, which are consistent with the provided information that the console was not in patient use during this event. A few atypical ¿flow signal interrupted: f2¿ alarms were observed. While these alarms were active, the flow value read as 0 lpm (liters per minute), despite the pump running at its set speed. A few f1 flow sensor disconnected alerts were also observed, which appear to be consistent with the reported replacement of the flow probe. Per the centrimag operation manual, a disconnected or malfunctioning flow probe will result in the display of ¿on the console, therefore confirming the reported event. The returned console and flow probe were functionally tested alongside each other for several days and were found to perform as intended. Both products were found to be in unremarkable physical condition. The reported event could not be reproduced, and the root cause of the event was unable to be determined through this evaluation. The device history records were reviewed for the centrimag 2nd generation console (serial: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms, including flow related alerts. The 2nd generation centrimag system operating manual section 5.1.5.1 titled ¿front panel¿ explains the display of the console. It is noted that a disconnected or malfunctioning probe will display dashes ¿on the console. No further information was provided. The manufacturer is closing the file on this event.